Event description:
During device evaluation on 8 feb 2023, the autopulse platform ((B)(4)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During device evaluation on 8 feb 2023, the autopulse platform ((B)(4)) failed the load cell characterization test. The root cause of the observed failure was a failed load cell, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, no physical damage was observed. During the initial functional testing, the autopulse platform display is missing pixel during power on, likely attributed to the age of the device. The autopulse platform was manufactured in 2008 and is 15 years old, past the expected serviceable life of 5 years. The lcd needs to be replaced to address this observed issue. The autopulse platform failed the load cell characterization test during the functional testing. The failed load cell module #2 needs to be replaced to address the observed failure. Further inspection, a component was found broken on the pca board, the pca must be replaced to address this observed issue. Zoll is waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with (B)(4).